Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was returned back to the manufacturer dite for investigation. Deviation could not be reproduced during the investigation. The device worked within specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm displayed "arterial clamp is defective" error message during priming. Reportedly, the clamp was stuck and did not slide out of the housing. There was no report of patient injury.